Event description:
Additional information was received from both a manufacturer representative and a patient (pt). It was reported that the controller replacement never really resolved the issue of the controller going blank and unresponsive. Pt would constantly reset the controller in order to be able to use it. A replacement battery pack was sent to the patient. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that every time the controller was connected to power supply, the controller shut off. They were sent a new controller and battery and so far, it works.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745; serial# (B)(4); product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the controller screen became unresponsive/black, and they had to reset it to resolve it. The patient stated they mostly noticed this when they were charging the ins. The green led light wasn't flashing and pressing on/off button or up/down arrows didn't wake it up. The patient stated that the only way to resolve the issue was by resetting. The patient also felt like the controller was shutting off stimulation after they fully charged it from the wall. The caller stated they didn't turn stimulation off, but the controller was showing it was off. The ins battery was 30-40% charged, so they knew it should have enough battery life to keep stimulation on. The controller stated that stimulation was off. No symptoms were reported. Patient reported they just received a new controller because her other one stopped working. A settings not available (screen 59) appeared on the controller when she was getting ready to recharge the ins. They weren't trying to increase the stimulation when the message appeared. They confirmed pairing the new controller to the ins. The ins battery was very low, however the ins battery was not low yesterday when the message appeared. The patient stated that she didn't recharge the ins as she didn't want to lose the screen, so the ins battery ran out overnight. No symptoms were reported.